Event description:
This is filed to report the stroke. It was reported that on 03/30/2022 the patient had one clip successfully implanted, reducing functional mitral regurgitation (mr) from 4 to 1. On 04/14/2022, the patient suffered a stroke and was hospitalized. Per the cardiologist it is unknown if the clip caused the stroke, the patient did have pre-existing atrial fibrillation (afib) and an implanted watchman for afib. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported stroke cannot be determined. The reported effect of stroke is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported hospitalization is the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.